Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the cuff test, it was found broken that could not be inflated." This was found prior to use during patient inspection.

Event description:
It was reported "during the cuff test, it was found broken that could not be inflated." This was found prior to use during patient inspection.

Manufacturer narrative:
(B)(4)- the sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. Device is meeting the visual inspection following manufacturing released standards. The cuff pressure of the actual returned sample was inflated to 25 mbar by using calibrated endotest. However, the cuff was unable to maintain its pressure at 25 mbar. Further inspection carried out on the cuff, and it was observed that there is 2 small hole on the inflation tube (side arm). The small hole on the cuff prevented the cuff inflating. Based on our standard production method such cut mark would be detectable during the 100% leak test conducted during inspection and will be rejected immediately. DHR investigation from this batch revealed no abnormalities. The qa team approved the release of total 600 units of the product for this lot to the customer. The actual root cause is unable to determine as from manufacturing site, due to the obvious defect such hole able to be detected at slow bertha. Actual root cause could not be verified as manufacturing related. Corrective actions cannot be established since the sample received does not reveal defect that is caused by manufacturing. Due to visual inspection and inflation and deflation was 100% conducted in manufacturing process and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. From observation and verification on actual sample returned, the cuff is in good condition. However, there were two small holes observed on the inflation side of the side arm that prevented the cuff from inflating. Thus, this defect could not be determined as manufacturing related, and this complaint is not verified." Teleflex will continue to monitor and trend on complaints of this nature.